Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue; the battery gets very hot. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump¿s black box showed a power interruption at the time the overheating was reported. The black box verified that there were no sudden voltage drops prior to the power interruption event. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. During testing, the pump was run on the user¿s pump settings for a minimum of 24 hours with no errors, alarms or warnings, overheating or power loss being duplicated. The investigation was unable to confirm the initial ¿temperature¿ complaint. During visual inspection of the pump, it was observed that there was no physical damage to the pump and there was no evidence of moisture in the battery compartment or internally. The pump¿s power flex and components were inspected with no defects found. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).